Event description:
The user's hearing performance with the device is affected after a trauma. In situ testing showed affected channels. The user is suffering from a temporal bone fracture, the user is bilaterally implanted and hearing performance on both sides is affected by the trauma. Expert measurements are scheduled for (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected after a trauma. The user suffered from a temporal bone fracture, the user is bilaterally implanted and hearing performance on both sides has been affected by the trauma. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.